Event description:
It was reported (brazil) the pt's scs ipg has been turned off since december, 2012. The pt's programmer displayed "error 8604 ipg battery low- stim off" after revision surgery for lead migration (reference MFR report: 1627487-2013-09048). After clearing this message it was possible to enter in the programs and change the parameters, but when the stimulation was increased the error 8604 appeared again. Error code 8604 is an indication that the ipg battery voltage is too low to provide stimulation. According to the pt's parameters, the ipg should last between 90.5 months (at maximum amplitude) and 154.2 months (at minimum amplitude) until the low battery warning appears, assuming continuous use. The pt has been implanted for 11 months. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.